Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that following a successful implant, after the patient had been stabilized and transferred the cardiac care unit, a myocardial infarction (mi) was observed. The attending medical personnel were preparing for percutaneous coronary intervention however; the patient then went into cardiac arrest. Resuscitation efforts were performed but to no avail. The patient passed away approximately 2 hours post implantation of the system. The physician alleged no allegations against the boston scientific device and no return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--